Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was presenting with low lead impedances. The lead was partially removed and the remaining portion was capped and replaced. No patient complications have been reported as a result of this event.